Event description:
Low sensing and high thresholds were observed. The sense pacing of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.